Event description:
It was reported that when the #9 key on a pump keypad is pressed, an output of the #6 key will occur. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found the #9 key to be inoperable caused by a failed keypad. When the #9 key is selected an output of the #6 key will occur. Further evaluation found corrosion in the keypad and input/output printed circuit board (I/o pcb). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.